Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor diaphragms were noted to be stuck to the top of the flow sensor housing. Spare flow sensor modules were also checked and another flow sensor was found with the diaphragm stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported that the unit was alarming in regard to the flow sensors. There was no report of patient involvement.